Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10 cm distal to the is-1 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The visual analysis revealed further cuts into the insulation, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported oversensing. The manufacturing processes for the devices under complaint were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 63 months, oversensing on the ventricular and atrial channel was reported. The leads and the involved pacemaker were explanted.